Event description:
It was reported that the patient of this implantable pacemaker was not functioning properly and reported feeling hard to catch. The patient was referred to the clinic. To date, this device remains in service. No adverse patient effects were reported.